Event description:
This report was submitted for the loss of image.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and a correction to b5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of loss of image could not be determined as the device was not returned. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
While speaking with the olympus technical assistance center (tac), the customer was instructed to power off the computer, evis exera iii video system center, and light source, then power on the computer, open the provation, setup a test patient, and power on the video system center and light source. The problem was resolved. The subject device referenced in this report was not returned for evaluation, therefore the device evaluation could not be completed at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, during a therapeutic colonoscopy procedure, the evis exera iii video system center lost the image and was not taking pictures with the error code e402 message presented on the screen. The intended procedure was completed with the same device. The surgical delay was approximately five (5) minutes, with no reports of patient harm associated with this event. The device was inspected prior to use, and this was the second procedure of the day performed.